Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that there was a malformation of the polymer bulb in the form of a "step". While polishing the posterior capsule, the capsule ruptured and vitreous entered the anterior chamber. An anterior vitrectomy was performed and the intraocular lens was placed in the sulcus. This is one of two reports from this facility.

Manufacturer narrative:
Two opened samples were returned for evaluation for the report of a burr at the irrigation/aspiration tip distal region where the molding line matches together, resulting in a capsule tear and further surgical intervention. Sample 1 was opened but not used in surgery and sample 2 was an opened and had been used in surgery. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Sample #1 (opened / unused sample) a visual inspection was performed on the sample and it was deemed conforming. A visual distal cap parting line burr could be observed visually, but the size could not be determined until measured. This burr condition was the largest of the two samples returned, so this sample was used to determine conformity of the burr size to specification. A dimensional inspection was performed on the maximum parting line burr size on the distal tip cap and it was deemed conforming. Sample #2 (opened / used in surgery complaint sample) a visual inspection was performed on the actual complaint sample that had been surgically used and it was deemed conforming. The burr condition of the used transformer was present, but was visually smaller than the unused sample provided which was measured and determined to be within specification. This transformer handpiece/tip still has the silicone sleeve present over the tip, with surgical material present inside the sleeve and in the tip aspiration port. The complaint evaluation is unable to confirm the sample was the cause of the capsule tear. The evaluation did indicate the presence of a very small burr condition at the tip cap parting line that was within specification. The root cause for the capsule tear which occurred cannot be determined based on this evaluation. The manufacturer internal reference number is: (B)(4).